Event description:
I have mcghan smooth saline implants. I have vision disturbances to the point I have been declared legally blind, extreme anxiety for no known reasons, hair loss, pain, swelling, redness, skin texture changes in breasts, unexplained bruising, lethargic, weight gain, painful joints, gi issues, trouble swallowing, low libido, memory and mental processing problems, unexplained foul body odor, marked facial changes, painful joints to the point of not being able to talk sometimes. I have spent well over (B)(6) seeing specialists and having test done. My medical record is enormous with no conclusions from anyone. I will gladly release them all to you. FDA safety report ID# (B)(4).